Manufacturer narrative:
Continuation of d10: ipg implanted on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced chest pain and electrocardiogram (ECG) showed a qrs outside a paced beat. Small deflect ions were noted on the atrial channel, due to possible under-sensing of atrial arrhythmia. The ra lead exhibited atrial lead position check failure. The v -v intervals were noted to be slightly irregular and high. The right ventricular (rv) lead impedances were no ted to be variable. Polarity switch was noted on the atrial and ventricular channels. The leads remain in use. No further patient complications have been reported as a result of this event.